Event description:
It was reported that during a stenting treatment procedure, balloon rupture occurred. Following the placement of an unknown stent in an unknown vessel, the 20mm x 2.75mm quantum apex balloon catheter was advanced to the stent to be used for post-dilatation, but would not fully inflate. Blood returned into the balloon and it ruptured at unknown atms. The ruptured balloon was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a stenting treatment procedure, balloon rupture occurred. Following the placement of an unknown stent in an unknown vessel, the 20mm x 2.75mm quantum apex balloon catheter was advanced to the stent to be used for post-dilatation but would not fully inflate. Blood returned into the balloon and it ruptured at unknown atms. The ruptured balloon was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the nc quantum apex catheter was received with no original packaging or other devices. There was blood in the balloon and inflation lumen. Magnified inspection revealed no damage or irregularities. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from guidewire lumen. There was a hole in the inner shaft 11 cm proximally from the guidewire exit notch. The diameter of the hole was slightly larger than the outer diameter (od) of a .014" guide wire and may be consistent with perforation of the shaft wall with the end of a guidewire during clinical use or preparation for clinical use. The analysis results are consistent with the reported balloon burst and inflation difficulty; though there was no damage to the balloon. Functional testing confirmed that the hole in the inner shaft prevented balloon inflation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).